Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the forceps/irrigation plug was reprocessed incorrectly. The device was only disassembled into three parts for cleaning instead of four. The issue occurred during service/maintenance, not in a clinical setting. There were no reports of patient involvement.

Event description:
No new information has been provided by the customer.

Manufacturer narrative:
Updated: b5, d8, h2, h3, h6, h11. This report is being supplemented to provide additional information based on the approved final investigation. The reportable event is preventable by handling device in accordance with the following instruction for use (IFU). Forceps/irrigation plug (isolated type) maj-891 section ¿8.3 disassembling the forceps/irrigation plug". An insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.